Event description:
During cardiopulmonary bypass, the device unexpectedely displayed an air bubble alarm when packed red blood cells were introduced into the extracorporeal circuit. There was no reported adverse consequence to the pt as a result of this event.